Event description:
Customer reported they felt the output of the vaporizer was lower then expected. There was no reported pt injury. Investigation/conclusion: the vaporizer was returned to the mfg site for investigation. The unit was tested, and the reported complaint was confirmed. Inspection of the vaporizer revealed that the thermostat cover gasket was fit in such a way that the inner edge of the gasket was causing interference with the thermostat flapper plate movement. The gasket was also noted to be delaminating, the exact cause of which could not be determined. Proper assembly methods for the thermostat have previously been reviewed. Additionally, work instructions have since been amended to include add'l steps to help prevent thermostat cover gasket interference.